Event description:
The customer contact reported a crack in the clave secondary port; subsequently, a leak was noted. On an unspecified date, the tubing set was to be used to deliver vinorelbine tartrate 10 mg/50 ml, at an unspecified rate, via a plum pump. It was reported after priming of the tubing set prior to pt use, a crack in the clave secondary port on the cassette of the tubing set was noted and an unspecified volume of solution leaked. The solution that leaked was cleaned up according to user facility protocol. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.